Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to hyperglycemia on 04-jul-2024 . The blood glucose level was over 565mg/dl at the time of event and was caused by the infusion set came off due to tape not sticking because of sweat.the patient was released from the hospital on (B)(6) 2024. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united states.